Event description:
It was reported that bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim: serious leakage was discovered during use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Additional information: lot number, expiration date, and device manufacture date added since initial submission. Investigation results: one mz1000 china sample from lot 23045232 was received for investigation in opened packaging; the sample was contaminated with yellow residual fluid. The customer reported that they experienced "serious leakage during use". The returned sample was subjected to pressure testing by occluding the set at each luer and flushing with air whilst submerged under water; no leakage was observed from the maxzero throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 23045232 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz100 china product in the past 12 months.

Event description:
No additional information.